Event description:
It was reported the plunger of the pre-loaded device marked the intraocular lens (iol) upon insertion and there was patient contact. Through follow-up, additional information was received confirming the issue was not related to use error. There was no medical intervention and no surgical intervention. Another johnson & johnson lens with the same model and diopter size was implanted in the patient¿s ocular sinister (left eye). No further information is available.

Manufacturer narrative:
Weight, ethnicity: unknown, as information was asked but not provided. Implant date: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Explant date: if explanted; give date: not applicable, there is no indication the lens has been implanted, therefore, it was not explanted. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section b-5 describe event or problem: through follow-up, additional information was received stating the iol was fully inserted and only after full opening was complete was the defect noticed. The plunger rod seemed to be fine once fully dialed, but would not be able to inspect prior to inserting lens. Patient outcome was successful once the iol was exchanged. No further information is available. Section h-6 health effect - impact code: 4631 iol removal and replacement all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.